Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 58 mg/dl with unsteadiness when standing and walking, confusion, cognitive impairment. The reporter noted the patient received non-healthcare provider treatment with a glucagon injection, they remained on pump therapy, and the pump¿s basal rate and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication or allegation of a device malfunction or device use error. This complaint is not being reported because the reported health event was attributed to diabetes management, for which the patient was referred to a healthcare provider. It was reported the total daily dose basal history did not match the programmed settings due to known and expected reasons: basal edit screen accessed, and the customer made changes to the basal program. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a device use error.